Event description:
A report was received that the pt's ipg was not holding a charge. Analysis of the pt's database concluded that the ipg exhibited premature battery depletion. The pt had a successful ipg replacement. The pt is doing fine.